Event description:
It was reported the burr was stuck in the lesion. The target lesion was located in the severely tortuous and severely calcified circumflex ostial artery. A 1.50mm rotapro was selected for use. During the procedure, 15 ablations of 180k rpm were performed gradually, however, it was noted that the burr was stuck in the lesion. The drive shaft sheath was cut intentionally and a non-bsc guide was inserted to remove the device. A burr was confirmed separated upon removal. Balloon therapy was performed following the removal to resolve burr remains. There were no patient complications were reported.

Manufacturer narrative:
F10 impact codes: additional device required. B1 adverse event and product problem. B2 required intervention to prevent impairment. Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the found that the sheath and coil were detached at the burr housing strain relief, the coil was stretched and detached at the burr, and the burr was detached. Functional testing was not able to be performed using the returned burr catheter due to the damages to the coil and sheath; a test burr catheter was used. During analysis with the test burr catheter, the returned advancer was able to reach and maintain optimal rpm with no resistance or issues. Product analysis confirmed the reported detachment, as the burr catheter, sheath, and coil were detached. The reported stall was not able to be confirmed as the returned advancer was able to reach and maintain optimal rpm with a test burr catheter but, was considered to be likely caused due to the damages to the distal end of the coil and burr. The reported device becoming stuck within the lesion was not able to be confirmed as clinical circumstances were not able to be replicated.

Event description:
It was reported the burr was stuck in the lesion. The target lesion was located in the severely tortuous and severely calcified circumflex ostial artery. A 1.50mm rotapro was selected for use. During the procedure, 15 ablations of 180k rpm were performed gradually, however, it was noted that the burr was stuck in the lesion. The drive shaft sheath was cut intentionally and a non-bsc guide was inserted to remove the device. A burr was confirmed separated upon removal. Balloon therapy was performed following the removal to resolve burr remains. There were no patient complications were reported.